Event description:
It was reported that during an unspecified procedure, the inner catheter detached. The location of the lesion is unk. While attempting to deploy the flexima biliary 7fr x 10cm stent, "strong resistance" was encountered. Upon removal of the stent delivery system, the "inner catheter stretched and detached" outside of the pt. It was not known if the stent had been implanted. No pt injuries or complications were reported. The pt's status is reported as "good".